Event description:
Rptr purchased cheap, chinese-made non prescription reading glasses, white metal frames, and wore them briefly 2 hrs. Awoke the following morning with viscious, livid welts under each eye where the eyeglass frame brushed the cheek. Rptr did not associate this occurrence with the eyeglasses initially. Rptr again wore the eyeglasses briefly and within 90 mins or so, realized skin was blistering. Rptr suffers no known allergies and has never experienced a similar occurrence. The adverse reaction was so rapid that rptr offers this info for FDA's persual.